Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that when they changed the batteries, they could not get the device to sync. The patient went to the doctor's office for assistance which was provided. The step taking to resolve the device not working was indicated as having an antenna left for the patient at the doctor's office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient stated her device was not working. She can't increase stimulation. There was no surgical intervention done or planned. The issue was not resolve at the time of this report. There were no further symptoms or complications reported or anticipate.